Manufacturer narrative:
The device history record for the lot reported was evaluated and no issues were observed. The patient is on max meds and iop went down to 13. Dr. Will not be removing the tube at this point.

Event description:
Dr. (B)(6) implanted an inferonasal ahmed fp7 (second tube). Tube was primed. On (B)(6) 2018 at pod1, pressure went up to 60 (first time he gets such a pressure spike at pod1). He tapped the patient 3 times during the day and removed all viscoelastic material. Each time iop went down first and then went up again to the 40s. Patient is now back on max meds. If iop does not come down, the doctor stated that he'll likely take patient back to the or and try to flush the tube, and if this does not work perhaps replace the tube.